Event description:
The doctor reported experiencing wound burns on the operative eye during two separate cataract extraction procedures. The wounds required one unanticipated suture to close. The pts are doing fine and have recovered.